Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "biocell warranty claim and capsular contracture, baker grade iii".

Event description:
Healthcare professional reported "biocell warranty claim". This record is for left side. Healthcare physician added capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, observed 40 mm dark patch edge material inside device, voids, and cloudiness in the gel. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified partial delamination of the orientation dot. Based on the device analysis the final assessment was partial delamination of the orientation dot assessed as adhesive failure. Additional, changed, and/or corrected data: a.4., h.3., h.6.

Event description:
Healthcare professional reported left side "biocell warranty claim". Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.